Event description:
It was reported that during a laparoscopic nissen procedure, the surgeon fired the instrument several times without incident. On the final firing, the instrument's firing lever would not press down initially. Upon firing, a loud click was heard and the instrument would not fire again. The case was completed without the instrument being used again. Postoperatively, the patient returned to the operating room in order to have a piece of metal extracted from the abdomen.